Event description:
Dealer reported that the (B)(4) universal high sling on an unknown patient lift is irritating the end users leg, skin wasn't broken. Dealer stated that the sling was properly fitted and didn't work. Dealer replaced the sling and after an adjustment, it worked.